Event description:
The facility reported a syndeo syringe pump that was giving more bolus than it was supposed to. This event occurred during patient use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B) (4). The device has not yet been received in baxter for evaluation. A follow-up report will be submitted, should the device be received and evaluated.